Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having problems with their stimulator and thought their stimulator stopped working because the patient was quite uncomfortable. Caller stated they called the healthcare provider a couple weeks ago and told the doctor he was having problems. Patient stated his therapy worked for the first 2 weeks then the patient dropped his patient programmer (pp) that was originally set for his device. Patient services (pss) reviewed that removing the batteries of the pp would not affect the settings of his neurostimulator (ins). During the call, the patient encountered poor communication and the 'sync now' screens. Patient stated he first saw poor communication screen saturday afternoon. The issue was resolved by labeling education. Patient repositioned the pp antenna and pressed the sync button on the pp. Patient successfully connected his pp to his ins and was able to see the therapy screen. Patient confirmed stimulation was on. Patient stated he used to have his stimulation running very high and it was at a strong but comfortable level. Patient stated his wife thought stimulation level was too high so the patient reduced the stimulation level. Patient inquired about programming/settings. Pss reviewed stimulation expectations and redirected back to healthcare provider to determine best program settings for patient. Patient was redirected to follow-up with healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that patient had to change batteries in programmer and thought that program had been lost when batteries were changed in the programmer. Patient was seen in office on 2017 (B)(6). Stim was reprogrammed; patient and his wife were re-instructed on use of programmer. Better coverage obtained to right leg. Patient's weight information was provided. No further complications were reported/anticipated.